Event description:
It was reported that the programmer had a long boot start, however the programmer does function fine once it boots. The programmer was returned for repair and subsequently tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the printed circuit (pc) board tested out of specification. It was also noted that the fan was noisy and was out of specification - mechanical.